Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted healthcare provider for alternate insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of report the customer had not addressed the elevated bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.